Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the device had a touchscreen failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 04dec2024, 20dec2024, and 07jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.